Manufacturer narrative:
Attempts to obtain further information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this patient experienced syncope. The clinician contacted boston scientific technical services (ts) and requested a review of remote monitoring data. Ts noted rythmiq events, one of which appeared to show heart block. Ts advised to bring the patient in for further troubleshooting. This device remains in service. No additional adverse patient effects were reported.